Manufacturer narrative:
The stent remains in the patient. The lot number was not identified: therefore, a device history record could not be performed.

Event description:
Device malfunction: stent fracture. Symptoms/ae: none. Time of malfunction: at an unknown time post stent placement. It was reported that a patient that was stented at an unknown time, post a restenosed carotid endarterectomy returned at an unknown time with a stent fracture. It is unknown if any intervention was performed. Although requested, there is no additional information available.